Event description:
It is alleged through hear say that the patient's device was not working as it should and the patient experienced several shocks. It was also alleged that the patient had gone to the hospital and that the hospital staff could not determine why the device delivered shocks. Follow-up was conducted and the information obtained reported that the patient has not been seen since 2007. If any additional relevant information is received it will be added to the event. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.